Manufacturer narrative:
The quality investigation is complete. Device problem already known, no evaluation necessary.

Event description:
It was reported that during a knee replacement the blade broke at the mount. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.